Event description:
On january 14, 2010, a doctor reported that restorations that were seated using nx3 cement had fallen off in a patient.

Manufacturer narrative:
The doctor reported that restorations that had been seated using nx3 had fallen off and had to be recemented. The patient is doing fine. The actual product involved in this incident was returned to kerr corporation for evaluation, however it could not be tested because it was very thick and viscous and difficult to extrude from the dispensing tip. A retain sample from the same lot as the product involved in this incident was tested for adhesive strength. The results indicated that the product was within specifications. It was confirmed that the doctor did not use silane primer as required by the nx3 directions for use. Since the evaluation results indicate that the product lot used by the doctor was within product specifications for adhesive strength, it can be concluded that the de-bonding of the restorations occurred as a result of user error.